Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the batteries were being used up more quickly than usual. The blood glucose reading was 240 mg/dl. The batteries were not previously used, no excessive button pressing was performed, no daily set rewinds were performed, and there were no unattended alarms. The customer did not use a battery from a fresh package. The customer also reported an off no power. The battery cap was cracked. The blood glucose reading at this time had gone up to 450 mg/dl. The customer declined further troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No off no power or low battery alarms during testing were noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a corroded battery tube and cracked battery tube threads.